Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of valve and yellow particles in device inner surface. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.